Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.